Event description:
It was reported that patient underwent a hip revision approximately 1 month post implantation after experiencing recurring dislocations and is non-compliant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00500105328, liner, 64889621. 00811400330, stem, 65139953. 802202802, head, unknown lot. Report source australia. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: no acute abnormality of the right hip arthroplasty. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however, please note that the surgeon stated the patient is non-compliant which put her at an increased risk of having dislocations. However, it's unknown how the patient was being non-compliant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.